Event description:
It has been reported to philips that the wireless footswitch lost connection with the azurion system. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the wireless footswitch was not working during a diagnosis coronary procedure. The procedure was completed using the wired footswitch. Field service engineer (fse) inspected the system onsite and confirmed that the cause of the issue with charger circuit in wireless footswitch. Per the information collected, the wi-fi indicator on the footswitch was off and the battery indicator was red, which indicates that there was an error with the wfs battery. Fse replaced the wireless footswitch. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the connection issue, but it was related to the battery charger issue. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.